Event description:
Information was received on (B)(6) 2016 from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the device was causing irritation and it may have to be removed. Additional information received on (B)(6) 2016 reported that the patient first started experiencing irritation from the implantable neurostimulator (ins) in (B)(6) 2016, and that it was a result of them falling onto their back a few months before date notified. The patient met with the manufacturer representative (rep) on (B)(6) 2016 and was reprogrammed, noting that they were told if it was out of position it could be fixed by replacing device with surgery. The issue was temporarily resolved, but the patient cannot sit back where it gets pressed on. The patient stated they will be careful and will call the rep again if it gets too troublesome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.